Event description:
It was reported that the left monitor went blank on the 9800 system during a case. The hospital could not get an image. Another system had to be brought in to finish the case. No pt injury was reported.